Event description:
The pt was reportedly implanted with an unspecified MFR's "mesh product" designed primarily for the purpose of treating pelvic organ prolapse and stress urinary incontinence. The pt and her attorney have alleged that as a result of this product being implanted in the pt, the pt has experienced pain and injuries necessitating medical care and treatment. The following info was not provided by the complainant: specific information of the alleged injury; specific information regarding whether intervention was performed; specific information regarding why intervention was performed or what type / to what extent intervention was performed; specific correlation between device performance and alleged injury; current pt status.

Manufacturer narrative:
Date of event not provided by the complainant. Product name not known due to product unspecified by the complainant. Product common name not known due to product unspecified by the complainant. Lot number not provided by the complainant, product expire date unk as lot number not provided by the complainant and product catalog number unk as product unspecified by complainant. Surgeon name not provided by the complainant. Implant date not provided by the complainant. The 510 (k) unk as product was unspecified by the complainant. Product manufacture date unk as a lot number not provided by the complainant. Results: no results available since no evaluation performed as product not returned to cbi. Conclusions: root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim has included: a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the unspecified MFR's "mesh product" performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional info is obtained, that alters our conclusion to this complaint, a follow-up MDR will be filed.